Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a gear train anomaly regarding corrosion and/or wear and/or lubrication. A motor stall was due to the shaft bearing. As per the pump¿s log, fentanyl with concentration 10.0 mg/ml was administered at a simple continuous dose rate of 3.200 mg/day as of (B)(6) 2015.

Event description:
Information was received from a company representative regarding a patient who was receiving fentanyl with concentration 10 mg/ml at a dose rate of 2.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer and "study return only" was indicated regarding the patient enrolled in an ispr (implantable systems performance registry) clinical study. It was noted that they were not aware of an issue associated with the device. No patient symptom was reported.

Event description:
It was reported that the pump had been removed due to its longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date was noted as (B)(6) 2017, which is after the notify date so it was not updated. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the event date to (B)(6) 2016. It was also noted the patient was receiving fentanyl at to concentration of 10.0 mg/ml and a dose of 3.305 mg/day.